Event description:
It was reported that when changing the cannula, the doctor checked the balloon. The doctor noticed it was reported that the jelco® viavalve® safety IV catheter was difficult to insert. No serious injury was reported in connection with this incident.